Event description:
It was reported that during a da vinci-assisted surgical procedure the mega suturecut needle driver instrument had a broken wire. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use and the surgical task being performed was a hernia operation. There was no instrument collision. The customer stated that when the cable breaks, the surgeon does not say which function was not working, just that the instrument is not working as it should. They are uncertain if there were any issues with the left and right motion of the grips or the up/down motion of the wrist of the instrument. There was at least one cable visible, and they take it out of service regardless of the number is cables that break.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.